Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was getting the reposition antenna screen. The patient has tried resetting the button inside the recharger and has taken the antenna in and out a number of times but issue did not resolve. The patient indicated the last time they charged and felt stimulation was two days ago. The patient is unable to communicate with other external device. They attempted in using the programmer to connect but got poor communication. A new antenna was requested and was sent to the patient. No further complications reported at this time and/or anticipated.